Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in device outer surface, fold creases and one extended opening. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety.

Event description:
Patient reported left side textured implants, patient later also reported capsular contracture, baker grade: unknown. Device remains implanted.